Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress by the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. A re-implantation surgery is scheduled.

Event description:
It was reported in september of 2019 that the user had suffered from a head trauma. Hearing performance with the device was affected. Re-implantation is scheduled.

Event description:
It was reported in september 2019 that the user had suffered from a head trauma. Hearing performance with the device was affected. The device was re-implanted on (B)(6) 2019.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a head trauma. Re-implantation is considered.